Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm edwards surgical valve in the aortic position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately seven (7) years due to unknown reasons.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the device serial number was not provided. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies.